Manufacturer narrative:
Final device analysis of implantable neurostimulator (ins) revealed no anomaly found - ins is functionally ok.

Event description:
It was reported that, following a replacement, the patient experienced stimulation in the wrong location. It was stated that stimulation was turned on eight days after implant, but optimal programming could not be obtained. The device was left on, and it was stated the patient felt "the stimulation turning on and off by itself." Reprogramming did not solve the problem, and stimulation was felt in the chest and abdomen. It was later reported the patient experienced shocking sensations sporadically. Positional changes were not the cause. The health care provider removed all programs from the ins, but the patient still reported shocking. The patient"s health care provider decided to remove the battery. The lead was left implanted. The patient recovered from the battery removal without sequela. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead 39565-65, lot # v727309036, programmer 37743 serial # (B)(4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.